Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported 'alerted battery failure and turned off'. The device was tested with the known good unit battery and was able to charge the battery properly. The customer battery was not returned, therefore it is unknown if the issue may have been related to the customer battery. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alerted battery failure and turned off. This occurred during use on a patient however it was reported that there was no patient injury. No additional information is available.